Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left front corner of the top case and cracked on the right plunger case and battery door. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. The physical damage was found during visual inspection. Clutch halves were found popping and slipping due to normal wear. The root cause of the issue was due to normal wear as the pump was over 5 years old. The root cause of physical damage was due to impact of the device by the customer. Replaced lead screw and both clutch halves. Replaced top case, right plunger case and battery door. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump had clutch issues, and issues with the top and bottom case. No adverse effects were reported.